Event description:
Packed rbc being infused through blood warmer. "Hole in bladder" caused leaking of saline and blood. Required changing of set up. Very "frustrating" for everyone. Pt became upset with blood spill.